Manufacturer narrative:
During the device evaluation, the motor assembly including the printed circuit board (tps flex assembly) were found to be corroded. The presence of corrosion was identified as a probable cause of the reported bias current error, as corrosion can interfere with the device's electrical current.

Event description:
It was reported that during testing conducted at the manufacturer facility, the saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.